Event description:
It was reported, the foot end of the bed allegedly collapsed and the right foot end became detached. No injuries were reported.

Manufacturer narrative:
Attempts have been made to gather additional information on this alleged incident. No response has been received. If more info is gathered, a follow-up report will be filed.